Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak.

Event description:
A patient care technician reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up the technician reported that the blood leak occurred immediately when the blood hit the dialysate compartment during hd treatment. The technician explained that the leak was visually seen immediately in the fibers of the dialyzer toward the header.the blood leak was described as being an internal blood leak. A fresenius 2008 machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician reported a dialyzer blood leak during a hemodialysis (hd) treatment . In a follow up the technician reported that the blood leak occurred immediately when the blood hit the dialysate compartment during hd treatment. The technician explained that the leak was visually seen immediately in the fibers of the dialyzer toward the header the blood leak was described as being an internal blood leak. A fresenius 2008 machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A patient care technician reported a dialyzer blood leak during a hemodialysis (hd) treatment . In a follow up the technician reported that the blood leak occurred immediately when the blood hit the dialysate compartment during hd treatment. The technician explained that the leak was visually seen immediately in the fibers of the dialyzer toward the header. The blood leak was described as being an internal blood leak. A fresenius 2008 machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.